Event description:
It was reported that the implantable pulse generator (ipg) device had migrated in the pocket since the device was not originally sutured down. Therefore the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed and no anomalies were found.